Manufacturer narrative:
Investigation summary: bd received a used q-syte closed luer access device from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed a large tear at the center and at one end of the slit along with some damage to the septum's top disk. Also, the engineer noticed a tear at each end of the septum's bottom disk. Next, a water/air leak test was performed and no leakage was seen coming from the device. Based off the visual inspection the engineer was able to verify the reported defect of damaged septum but could not verify the report of leakage. Unfortunately, a definitive root cause could not be determined for this incident. However, the observed damage is usually associated with excessive actuations of the q-syte unit.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked medication past the hub during use. The following information was provided by the initial reporter: "leaking hub - route for infection baxter infusor unable to discharge medication leading to missed doses x2".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked medication past the hub during use. The following information was provided by the initial reporter: "leaking hub - route for infection baxter infusor unable to discharge medication leading to missed doses x2."